Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor on 12/12/1997. She sought medical treatment for an infection at the ear piercing site on 1/2/1998. She was prescribed antibiotics.